Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead had noise, oversensing and out of range impedances. The patient went to the ER with symptoms. There was no mention of a revision.